Event description:
Spouse reported via phone call that the customer received a no delivery alarm on the insulin pump when attempting to bolus. It was also noted that the customer experienced high blood glucose readings of 465 mg/dl. Caller mentioned a hospitalization due to an infection that led to the customer having high blood glucose readings. Spouse stated that the customer was hospitalized on (B)(6) 2015 due to high blood glucose readings of 1158 mg/dl. Customer stated that they had a stomach ache and a headache. It was noted that the customer was hospitalized for three days and then released. It was noted that the customer has been treating with five unit shots. Through troubleshooting it was noted that the set may have been occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.